Manufacturer narrative:
(B)(4). Damaged anvil. Requested and received the following information on 6/23/2010: the procedure was converted to open after this event had occurred (as a result of the product misfiring). The patient is absolutely fine as per the surgeon's comments provided; they fired another cdh29, tested the anastomosis using an air test and were happy with the results. The analysis results found that the device arrived in good visual conditions with the breakaway washer cut and void of staples. After further analysis, it was noted that the locking springs on the anvil were scratched, indicating that the anvil was not reattached correctly. It should be noted that when attempting to reattach the detachable head or anvil, do not clamp across or grip on the locking springs as it might not click into place. When this happens, the anvil will not sit correctly/completely in the device, resulting in a bigger gap between the anvil and guide face. Therefore, the staples will not hit the anvil to make a b-form staple and the knife will not cut the breakaway washer. The device was reloaded with staples and tested for functionality with a test washer; the device formed all the staples, as well as completely cut the test media and the breakaway washer without incident. The staple line was complete and the staples were noted to have the proper b-formed shape. A batch record review was performed and no anomalies were found during the manufacturing process.

Event description:
It was reported that during a laparoscopic anterior resection procedure, the head was in the gun as normal but the handles did not meet and the usual crunch did not happen. When they separated the gun from the head it had partially cut the circle and had fired the staples at the bottom end; the head end was intact. They then left the anvil in the proximal portion of the bowel, opened another cdh29 and it fired fine. Procedure prolonged 60 minutes. There were no adverse consequences for the patient.